Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in sensor signal loss and the need to reconnect the sensor to the ilet. No adverse clinical symptoms reported. Outcomes included no impact on blood glucose and no medical intervention. User support included remote troubleshooting and user education, including toggling settings, restarting the ilet, and advising a pairing window to allow reconnection. Investigation of this case revealed a communication interruption between the cgm and the ilet without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and normal bluetooth reconnection behavior.